Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided. UDI not provided. The lot number was not available. However, the user was able to provide the lot numbers that were in stock at the time of the procedure: j6a2472x, j5l1668x, and j5l0082x.

Event description:
According to the reporter, during a sleeve gastrectomy, at the end of the surgery they noticed air leakage and they found a blue piece of the trocar into the patient cavity. Pieces fell into the patient's cavity and were retrieved. The exact date of the surgery is unknown.